Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime alarms. The reporter allegedly changed to cartridges from different boxes and the alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: a review of the pump¿s black box revealed no loss of primes. There was no data in the pump histories from the time of the reported loss of prime due to continued use. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.